Event description:
In may of 1997 pt underwent maxillary osteotomy. Two bone plates were implanted on both the left and right maxilla. In may 1998 both plates implanted on the left maxilla fractured. Revision surgery was conducted on 6/4/98/.